Manufacturer narrative:
The insulin pump received with blank display due to faulty lcd board. Analysis was unable to verify button anomaly due to blank display. However, keypad assembly was noted corroded by visual inspection. The insulin pump was received with scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that the numbers were ramping on their own and the scroll bar was moving with no input from them. The customer's blood glucose was 412 mg/dl at the time of incident. The customer stated that he treated the high blood glucose with manual injection. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.